Event description:
"Clips fell out, applier did not "click" and "close", clips twisted and removed from patient. Did not seal end to end."

Manufacturer narrative:
The returned devices functioned properly and conformed to all design specifications. The exact cause of the failure is unknown. A review of the manufacturing records for this lot found all documentation and quality control within design specifications. This concludes our investigation and the file is now closed. This document serves as our final report.